Manufacturer narrative:
Patient sex provided. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The navigation system emitter was replaced. Was able to recreate the inaccuracy issues for both emitters. What was found was when the user (surgeon and medtronic representative) traced on the temples, a lot of rejected registration points were saved which then affected the accuracy. When tracing stayed on the nose and the forehead, was able to get mostly green registration points and navigation was accurate. It is believed that when the physician (and the representative on the resin head) start to trace on the temples, the trajectory of the instrument is not changed, causing the tip of the pointer to not be directly on the skin. This was the source of the rejected points on the temples. Looked back at past registrations on the system and found the same thing, rejected red dots on the temples. Also found scans that had the most of the forehead cut off. It is believed that both of these things are affecting the accuracy. The emitter was returned and received by the manufacturer for evaluation. The reported problem could not be duplicated. The field generator was connected to a test system for a two hour burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 1.649mm. Flexing the cable did not indicate any intermittent opens. Fully functional. A software investigation was also completed. This investigation determined that the tracing pattern was not ideal, and was likely the cause of the reported inaccuracy. The software was found to be functioning as designed.

Event description:
A medtronic representative reported that during an ear, nose, and throat procedure, the navigation system was inaccurate. It was reported that the surgeon attempted a tracer registration three times but felt inaccurate after each attempt. The magnitude and direction of the inaccuracy is not known. The patient was not affected by this issue, and the surgery was completed successfully with navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional details were provided.